Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer's states that she feels well and requires no medical attention. Verified the strips expire 11/22/2017. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6)2015. Reviewed meter memory: (B)(6). Memory concerned with all the results. Adverse event not reported.